Manufacturer narrative:
To gather additional information, (B)(4) personnel visited the hospital. During this visit, hospital personnel stated that there were also problems with other pieces of equipment in the patient's room. Prior to the event, two dialysis machines (16 amps each) and a warmer had failed. Hospital electricians checked the electrical systems in the patient's room and stated that two breakers were tripped. Levitronix investigation, based on testing of the suspect device, concluded that the supervisory processor on the main pcb was damaged which caused the reported behavior. All other console's subassemblies and operations work properly. If the supervisory processor on the main pcb develops a fault during centrimag primary console operation, the console could continue to operate and power the centrimag motor and the centrimag blood pump. However, the console screen will be blank and no information will be displayed on the console display. Because the console is still powered and operating no alarm condition will be detected by the console; therefore, such an event does not lead to alarm activation. However, once the console is switched off, it will not restart since the power-up sequences will not initiate due to damaged supervisory processor. (B)(4).

Event description:
This is a report of an event which occurred in a hospital in (B)(6). On (B)(6) 2011, (B)(6), the chief perfusionist at (B)(6) hospital, contacted (B)(6), and reported the following incident with a (B)(6) system: on (B)(6) 2011, a (B)(6), female, patient, on centrimag veno-arterial (va) extracorporeal membrane oxygenation (ECMO) was being weaned from support. The pump flow was 2 lpm. The nurse observed that the centrimag primary console's display was blank except for the ac power icon which was lit. She was not sure if the centrimag pump was pumping or had stopped so she called the perfusionist who was also not sure if the pump was pumping. The patient was immediately and successfully switched to the back-up centrimag system and subsequently weaned successfully as planned. The perfusionist was not sure if the patient's vital signs were altered during the event. However, he noted that during the event the color of the blood was appropriate for oxygenated return and non-oxygenated drainage.